Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was offline. The technical support specialist remoted into the machine and found that the drawer was offline. Then tss asked the user to confirm the switch was turned on; the device powered up. Performed knowledge article (medbank drawers: drawers are offline login message) and verified the drawer was working as usual. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline.the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.